Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors and the distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that post implant, the lead had elevated thresholds. X-ray revealed the lead dislodged. The physician indicated that the lead was not "wedging" due to the size of the patient's vein. The lead was explanted and replaced. No patient complications have been reported as a result of this event.